Event description:
It was reported that during a treatment procedure to implant a greenfield filter, the legs did not fully deploy. At initial deployment, the struts (legs) of the filter did not open completely and appeared to be connected at the bottom while the center of the filter appeared to be trying to expand. A second greenfield filter was successfully deployed superior to the first and the procedure was considered to be successful. The physician is satisfied that the pt is protected from future embolic events, after placement of the second filter. The pt is reported as 'fine' following the procedure; no injury or complications were reported. The physician plans additional follow up with the pt.